Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02810, 1225714-2014-02811, 1225714-2014-02812 and 1225714-2014-02813.

Event description:
The plaintiff's attorney alleged that the decent experienced a cardiovascular event on or about (B)(6) 2009 and experienced another cardiovascular event and subsequently on (B)(6) 2010 after the use of the product.